Manufacturer narrative:
Date of even is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostic confirmed lead migration at the l1 lead site. As a result, the lead was explanted and replaced to address the issue.